Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was slow flow with an unspecified number of secondary medication sets. This was identified during unknown process steps. There was no report of patient injury or medical intervention associated with these events. No additional information is available.